Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery due to pain and implant subsidence.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery due to pain and implant subsidence.

Manufacturer narrative:
The reported event could not be confirmed based on available information and hcp assessment. The device inspection was not possible as the product was not returned for investigation. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Upon review of the available CT scans the hcp opined that- due to a distortion of the CT images, the assessment is difficult. It looks as if the talar component has a little more radiolucence and might be loosened, while the tibial component does not show clear signs of loosening. The underlying cause is unclear and likely related to the poor bone substance and thus a patient related factor. Failure of total ankle replacement tar over time is a known complication. In case of a planned revision procedure a medical opinion aiming to determine the root cause of the failure is part of the internal investigation process. Sufficient radiological and clinical information must be provided to enable a meaningful clinical assessment and to identify possible causes of failure. In cases where a CT scan is the only available clinical source, the assessment is limited. No conclusive statement can be provided, because key clinical information e.g. Clinical status, exact symptoms and range of motion of the patient, assessment of the treating physician is missing. The root causes of radiographic findings such as radiolucent areas and bone cysts are often complex and multifactorial and cannot be determined scientifically without this decisive evidence. Due to these limitations, we are unable in such cases to provide statements about the patient, the procedure and or the device in relation to cause of the failure. Based on the available information the root cause was attributed most likely to be a patient related issue. However, the CT scans projection could not be accurately visualized during hcp assessment hence more detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.